Event description:
Ous MDR - there was an alert on home monitoring for high thresholds. The patient came in for a follow-up. An x-ray confirmed lead dislodgement due to a sleeve issue (very pulled lead body).

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.